Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose the night before. Troubleshooting was performed. It was stated that the infusion set was change in the afternoon, and the customer's glucose level was high for several hours. Then, the customer had low blood glucose before bedtime and the customer treated. During the night, the customer's blood glucose dropped to 20mg/dl, and paramedics were called. It was stated that the customer is sick and it may be contributing to change his blood glucose. The time on the insulin pump was an hour ahead. The programming on the device was accurate. No further info was provided.